Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray continued to fail after recovery was performed. The field service engineer (fse) turned off pases and opened the back of the pyxis unit. The fse unlocked the bottom row, disconnected the connection from the engine to the control board, and opened and removed drawer 1.13. The engine was replaced, and a 12-pocket mini tray was installed. The drawer was reinstalled, and pases was restarted. The fse logged into the hardware test application (hta), opened and closed all pockets on the bottom row, and closed the back panel. Drawer 1.13 was then opened and closed multiple times to verify operation. Pases was rebooted, and once back in the application, the escort logged in and recovered the failure successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini tray was continuously failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.